Event description:
It was reported per field service report: symptom - during patient transfer from the operating room, the pump gave a 20 minute alarm and then powered off. Switched to another pump. Missing ac power cord retaining clip. Findings/action taken: not plugged in. Plugged in for 10 minutes. Ran for 5 minutes, then 20 minutes. Alarmed with 10 and 15 minute alarms right after and powered off. Cord and clip missing. Battery may have been fully charged. Replaced clip and battery. Ran battery "load" test. Performed functional checks - pass. Additional information received from the hospital manager on 02nov2011 stated when the pump was switched out, the issue was resolved. No delays in therapy were reported. The patient outcome is the patient was having many issues going on prior to this event. Per the manager, the event didn't effect the patient outcome. The manager stated the last he heard about the patient "the patient was moved upstairs to the step down unit." The pump is back in service.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.